Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small coil remnant was visualized remaining in the left cornua'), pelvic pain ('pelvic pain'), seizure ('seizures,') and epilepsy ('epilepsy') in an adult female patient who had essure (batch no. B93876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, acid reflux (oesophageal), sleep apnea, multi gravida and parity 3. Concurrent conditions included abnormal uterine bleeding and nabothian cyst. Concomitant products included ethinylestradiol;etonogestrel (novaring), levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), ranitidine, salbutamol (albuterol hfa) and sumatriptan succinate (imitrex df). On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and abdominal pain lower ("pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant) and epilepsy (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, seizure, epilepsy, alopecia, migraine, tooth disorder, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, epilepsy, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, seizure, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2021: uterus: benign weakly proliferative phase endometrium. Nabothian cysts. No evidence of dysplasia, hyperplasia, or malignancy. Fallopian tubes: paratubal cysts. Intratubal devices consistent with essure. There are two un-oriented tubes, with one metallic coiled wire, received in the same container. The coiled wire measures 10 cm in length. The tubes are randomly designated as tube a and tube b.. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small coil remnant was visualized remaining in the left cornua'), pelvic pain ('pelvic pain'), seizure ('seizures,') and epilepsy ('epilepsy') in an adult female patient who had essure (batch no. B93876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, acid reflux (oesophageal), sleep apnea, multi gravida and parity 3. Concurrent conditions included abnormal uterine bleeding and nabothian cyst. Concomitant products included ethinylestradiol; etonogestrel (novaring), levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), ranitidine, salbutamol (albuterol hfa) and sumatriptan succinate (imitrex df). On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and abdominal pain lower ("pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant) and epilepsy (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, seizure, epilepsy, alopecia, migraine, tooth disorder, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, epilepsy, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, seizure, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2021: uterus: benign weakly proliferative phase endometrium. Nabothian cysts. No evidence of dysplasia, hyperplasia, or malignancy. Fallopian tubes: paratubal cysts. Intratubal devices consistent with essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Case became serious incident as essure was removed. Reporters, medical history and essure removal details were added. New event added: device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.